Event description:
It was reported that a malfunction alarm occurred on the customer's pump, with a specific fault code noted. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump since the current one was under warranty, and the customer will continue using the current pump until the replacement arrives.